Event description:
The consumer reported putting the reagent solution on the swab and then inserted the swab causing him to ingest some of the reagent solution with the binaxnow covid-19 antigen self test. It was unclear if the swab was inserted on nostrils or oral cavity. Customer reported the patient is not feeling well today (stomach pain). The consumer was advised to wash skin with copious amounts of water, rinse eyes with water and remove person to fresh air and keep comfortable for breathing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider. A supplemental report will be provided if any additional is obtained.